Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for neurological issues and high blood glucose levels. The nurse stated that the customer was hospitalized for not caring for herself. The nurse also stated that the customer's insulin pump needed a new battery cap. Nothing further was reported.